Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, dc extension cable delivered intermittent energy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(6). (B)(4). This is a reusable OEM device; therefore, a lot /serial history review was not applicable. A serial/lot number was not provided and the specific product serial/lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The device was returned to the factory for evaluation. Signs of clinical usage with no evidence of blood were observed. A visual inspection was conducted. No visual failures were observed. An electrical evaluation was performed. The returned cable was connected to the reference power supply and a reference hemopro. To test the ability of the extension wire to deliver energy, a pre-cautery test was conducted per the instruction for use (IFU). The reference hemopro tool passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The cable was evaluated for electrical continuity using a multimeter. The connection between pug 1 - din 3, plug 2 - din 1 and plug 3 - din 5 were evaluated. Continuity was confirmed at all the connections. Based on the results of the evaluation the reported failure mode "intermittent continuity" was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, dc extension cable delivered intermittent energy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.